Event description:
Intra-procedure, system shut down on its own and then tried to re-boot itself. This was in a continuous loop. A soft re-boot was performed and when the system came up, the issue re-occurred. A hard re-boot was performed with the patient still on the table. Intra-procedure and the same issue continued once the system came back up. Philips support was then called as well as our radiology engineer and our supervisor. Philips wrote up a report along with sending out their engineer. The main pc of the system mother board was going faulty. The parts were ordered and then will be fixed. The system then came back on and worked for a few minutes, long enough to get the imaging completed. The room was advised not to be used until fixed.